Event description:
The patient was enrolled in the champion af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. Four (4) days after enrollment in the study, on (B)(6) 2022 the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 31mm watchman flx device. Eight hundred eighty-two (882) days post procedure, the patient went to the hospital for atrial fibrillation and transesophageal echocardiography (tee) assessment was performed which revealed a thrombus on the closure device. The patient was placed on anticoagulation medication (fragmin/dalteparin).